Event description:
Comlainant alleged that during biomed testing and routine preventative maintenance, the energy select buttons on the device were not operation. The complainant indicated that there was no pt involvement in the reported malfunction.